Event description:
Customer reported a cracked and shattered touchscreen on their insulin pump, which rendered the touchscreen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.